Event description:
I have heparin lock flush 100 units/ml 5ml that have the ndc #64054-1003-02, which were not used after my surgery. I also have normal saline flush 10 ml which has the ndc 364054-0910-2 on it which were used to flush my pic line for about 10 weeks after my surgery. I have called company and they are not answering their phones.